Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37702, serial#: (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6)2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 11-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member reported that the replacement that took place on (B)(6) 2013 was a disaster because when the patient went home and turned the device on, it shocked the patient, which caused the patient to be in bed for 6-7 months because the patient could barely do anything. The implanted neurostimulator (ins) ended up getting replaced on (B)(6) 2013. The patient came out of the surgery with the worst pain they had ever had and they still were experiencing the shocking. Six hours after the replacement surgery, the patient had another surgery to address the leads. The doctor had the manufacturer representatives (reps) bring in different sizes of leads because the leads were pressing on the patient's nerves. The doctor ended up removing the new ins because they couldn't get the leads correct because they just didn't work.